Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarm during the rewind test.

Event description:
It was reported that the insulin pump received motor error. Customer¿s blood glucose level was 140 mg/dl. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.